Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust/check belt messages) was due to the electrode belt¿s ECG "b" dome wire becoming unattached from the dome, breaking wires in the cable. The root cause for the broken wires was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust/check belt messages.